Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the collet would not hold the wire. The procedure was successfully completed with a back up device with no delay. There were no allegations of adverse consequences associated with this event.